Event description:
A patient called lifescan in 2005 and alleged that their meter was reading inaccurately erratic. The patient reported two results of 201 mg/dl and either 121 or 125 mg/dl (the patient does not remember the exact reading). These results were obtained within 10 minutes of each other. No injury or harm was alleged. The patient spoke to their physician, who advised them to have the meter replaced. A replacement meter has been sent. There is no evidence of a serious injury (no harm or injury was alleged).